Event description:
A report was received that the patients ipg was non-functional. It was mentioned that the patient tried to charge multiple times and was still not working. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg was non-functional. It was mentioned that the patient tried to charge multiple times and was still not working. The patient will undergo an ipg revision procedure.